Event description:
It was reported that "pt was burned the full area where pads were placed. The pt was shocked 7 times with joules of 300-360 each time. Pt was in cath lab when they had to defib him. There is discoloration of the skin."

Manufacturer narrative:
Although no product is bing returned, we are attempting to gather additional info regarding this complaint. If additional info is received, a supplemental report will be filed.